Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the issue. To fix the issue he replaced the pump motor which corrected the issue. The unit was not released for clinical use since it is pending a safety disk replacement due to the safety disk exceeding the 1000 hours of use. Once the safety disk is replaced, the iabp unit will be released for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The event site address was shortened due to the character limits. The full event site address is: (B)(6).

Event description:
It was reported that during use the cs100 intra-aortic balloon pump (iabp) switched off all of a sudden. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1 (site country), (type of investigation, investigation findings, investigation conclusions.

Event description:
N/a.